Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, the calibration of the unit using an ac power source failed initially. The alarm sound was checked as it was barely audible. Upon connecting the unit to the patient, a system failure occurred and the led lit immediately after; however, the ventilator continued to operate. It was uncertain if an alarm occurred or not due to a low alarm sound. The unit was restarted and the same experience occurred. The patient was switched to another ventilator and there were no reported adverse patient effects.